Event description:
It was reported that, the (B)(4) intra-aortic balloon pump (iabp) unit can not use text box.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit can not use test box. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, g2, h6 (clinical and impact code). Updated data: b4, e2, e3, g3, g6, h2, h10, h11.

Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. It was reported that preventive maintenance doe by a getinge field service engineer (fse) the cs300 intra-aortic balloon pump (iabp) cannot use test box. Fse resolved the issue by replacing d670-00-0668 pcb, front end module. Fse then performed safety, calibration, and functionality checks passed factory. There was no patient involvement. The equipment was cleared for customer use.